Event description:
From staff: the patient came in for right and left heart cath. After completion of right heart cath there was a question of the balloon not deflating before being removed from the sheath. The doctor checked the swan and confirmed there were remnants of the ruptured balloon still on the catheter. The doctor then removed the venous sheath to check for balloon remnants. Sheath was flushed multiple times outside the body, and no balloon remnants were found. It was determined the balloon remnants would have been caught in the hemostatic valve of the sheath on its way out of the body. The procedure then continued on to the left heart cath.